Event description:
A malfunction was reported on the customer's pump, with a malfunction code of malf 1. There was no specific information provided regarding any adverse impact on the customer's blood glucose level. The customer was assisted by technical support (cts) to reset the pump, but the issue persisted, leading to a decision to replace the pump. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy.